Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Common device name: intervertrebral fusion device with integrated fixation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-op, while attached to the inserter, implantation was attempted utilizing a hammer, a crack developed in the wall of the screw hole of the cage. The surgeon noticed this, aborted implantation and replaced it with a different cage. The broken cage remained intact. The product came in contact with the patient. No fragment remains in the patient. No patient symptoms or complication were reported as result of this event.